Event description:
On (B)(6) 2014, the reporter contacted animas alleging blood glucose levels up to 473 mg/dl with extreme thirst and tiredness. The reporter indicated that the health care provider had been adjusting the pump settings but the blood glucose levels still have gotten worse. No troubleshooting was able to be performed at the time of contact. Animas attempted to follow up with the reporter regarding the event but has been unsuccessful at this time. This report is made based on the allegation that the patient experienced hyperglycemia associated with the allegation that the patient¿s blood glucose levels were not responding despite changes to the pump settings.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box showed a replace cartridge alarm on(B)(4) 2014; the pump deliver was not resumed for one hour. On (B)(6) 2014 the pump emitted an auto off timeout leading the pump to be suspended, the pump deliver was resumed a half hour later. The total daily dose history correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering insulin within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.